Event description:
Caller reported an issue involving cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, and after assistance, the caller successfully initiated their sensor session without further errors.